Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to high blood glucose and low blood glucose. It was reported that the time was off by one hour and that the customer's blood glucose was erratic. The customer confirmed that she set her basal rate to 0.0 prior to hospitalization. The customer reported that she used a different kind of insulin and her blood glucose has been erratic since she has been using the product. Troubleshooting was performed and the insulin pump passed all tests. No further info was provided.